Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury and mitral stenosis. Tissue injury and mitral stenosis are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed posterior leaflet, and calcified annulus. A mitraclip ntw was inserted, and grasping was performed. However, the pressure gradient increased to 8mmhg. The clip was repositioned to a more lateral position (almost commissural). However, the gradient increased to 7mmhg. Therefore, the clip was removed from the patient. A new mitraclip xt was then inserted, and grasping was performed. However, the pressure gradient increased to 6mmhg, and perforation of the posterior leaflet was observed. Therefore, the clip was removed from the patient. There was no clinically significant delay in the procedure.